Manufacturer narrative:
Date of event is either (B)(6) 2017. All pertinent information available to abbott medical optics has been submitted.

Event description:
A hospital reported a cataract patient presented with endophthalmitis after having procedure. A brief description from the hospital indicated there were two (2) patients that experienced infection. One (1) patient had cataract procedure with a competitor¿s phaco unit and the 2nd patient had procedure with an abbott phaco unit. Both patients had intraocular lens (iol) inserted using a pcb00 model lens, healon and viscoat. No additional information was provided. A separate report will be submitted for the iol and healon products.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.